Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 88 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017. The patient had pseudomonas sepsis secondary to a pump pocket infection and sternal wound on an unspecified date. The patient also had acute on chronic renal failure requiring hemodialysis at times, and uncontrolled diabetes. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported pump pocket infection, sepsis and renal failure could not be conclusively determined. Infections, sepsis and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.